Manufacturer narrative:
(B)(4). (B)(4).

Event description:
Procedure type: colon resection. According to the reporter: instrument was fired. Tissue was transected, but no staples were fired. It was observed that there were no staples in the cartridge. Another instrument was used to complete the case. No tissue damage or pt injury reported. No add'l bleeding and the operating time was not extended over 30 minutes. No pt injury was reported.